Event description:
It was reported that the atrial lead exhibited loss of sensing. The lead was not used and a new lead placed successfully. The patient did not experience any adverse consequence.

Manufacturer narrative:
Analysis was normal. No anomalies were found.